Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device on 3/24/2021. The device evaluation was completed on 4/6/2021. Visual analysis of the returned sample revealed that reddish material and a hole in the pebax were observed on the smart touch unidirectional sf catheter. Magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested, and it was working properly. The force values were observed within specifications. The evaluation determined that the cause of the pebax damage failure cannot be established. The event described as force high was unable to be duplicated during the product investigation. However, the reddish material found inside the pebax area may have contributed to the high force reported. A manufacturing record evaluation was performed for the finished device 30483511m number, and no internal action related to the reported complaint condition were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The instructions for use (IFU) contain the following warning stated in the carto 3 system manual: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. Regarding the additional finding observed, the instruction for use contains the following information: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that the patient underwent a paroxysmal atrial fibrillation (afib) procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the biosense webster inc, (bwi) product analysis lab observed a reddish material and a hole was found in the pebax. Initially, it was reported that when ablation was turned on, the force readings for the ablation catheter would be high. There were no errors displayed on the carto 3 system or the smartablate generator. The cable was exchanged without resolution. The catheter was exchanged, and the issue resolved. The issue of force high was assessed as not MDR reportable. The issue is highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event is low. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation, and found on 3/31/2021, a reddish material and a hole in the pebax. This finding was assessed as MDR reportable. Therefore, the awareness date for this reportable lab finding is (B)(6) 2021.